Event description:
It was reported that when the device was used during an unknown procedure, it fired incomplete staples on one side of the cut line after being reloaded. It was not reported how the case was completed. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.information anticipated, but unavailable at this time.